Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tubes perforation\the right and left fimbriated fallopian tubes with metallic clips embedded within the lumen') and salpingitis ('right and left fallopian tube with mild chronic salpingitis') in a 29-year-old female patient who had essure (batch no. 752414) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify -no". The patient's concurrent conditions included obesity and cramp in lower abdomen. Concomitant products included diphenhydramine hydrochloride (benadryl) since 2011 and ibuprofen since 2011. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced dysgeusia ("metallic taste in mouth"). On (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmenorrhoea (cramping)"), menorrhagia ("menorrhagia/abnormal bleeding(menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and pelvic pain ("pain"), 18 days after insertion of essure. In (B)(6) 2010, the patient experienced allergy to metals ("nickel allergy"), tooth disorder ("dental problems"), dyspareunia ("dyspareunia(painful sexual intercourse)"), fatigue ("fatigue") and coital bleeding ("dyspareunia (painful sexual intercourse)with excessive bleeding") and was found to have weight increased ("weight gain"). In (B)(6) 2011, the patient experienced rash ("rashes/ skin rashes") and urticaria ("hives breakouts/ hives"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required), genital haemorrhage ("gen. Abnormal bleed") and pelvic adhesions ("had massive adhesions"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, salpingitis, dysmenorrhoea, allergy to metals, tooth disorder, dyspareunia, fatigue, rash, weight increased, pelvic adhesions, coital bleeding and dysgeusia outcome was unknown and the genital haemorrhage, menorrhagia, vaginal haemorrhage, pelvic pain and urticaria had resolved. The reporter considered allergy to metals, coital bleeding, dysgeusia, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, menorrhagia, pelvic adhesions, pelvic pain, rash, salpingitis, tooth disorder, urticaria, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted as per pfs: insertion date: (B)(6) 2010. Current weight as of (B)(6) 2019: 218 lbs. Approximate weight at time of essure placement: 230 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.1 kg/sqm. Pathology test - on (B)(6) 2018: final diagnosis: uterus, cervix, bilateral fallopian tubes: - cervix with reactive metaplastic changes and benign cysts. - proliferative phase endometrium. - myometrium with focal superficial adenomyosis. - serosa with mild fibrosis and extravasated blood with features of adhesion. - portion of right and left fallopian tube with mild chronic salpingitis and benign paratubal cysts. - foreign bodies (essure coils) seen in association with the fallopian tubes. - no evidence of malignancy. Gross description: the right and left fimbriated fallopian tubes are purple-grey slightly torturous with metallic clips embedded within the lumen.. Lot number: 752414, manufacturing date: 2010-06, expiration date: 2013-06 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-feb-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tubes perforation\the right and left fimbriated fallopian tubes with metallic clips embedded within the lumen') and salpingitis ('right and left fallopian tube with mild chronic salpingitis') in a 29-year-old female patient who had essure (batch no. 752414) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify -no". The patient's concurrent conditions included obesity and cramp in lower abdomen. Concomitant products included diphenhydramine hydrochloride (benadryl) since 2011 and ibuprofen since 2011. On (B)(6)2010, the patient had essure inserted. In (B)(6)2010, the patient experienced dysgeusia ("metallic taste in mouth"). On (B)(6)2010, the patient experienced dysmenorrhoea ("dysmenorrhoea (cramping)"), menorrhagia ("menorrhagia/abnormal bleeding(menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and pelvic pain ("pain"), 18 days after insertion of essure. In (B)(6)2010, the patient experienced allergy to metals ("nickel allergy"), tooth disorder ("dental problems"), dyspareunia ("dyspareunia(painful sexual intercourse)"), fatigue ("fatigue") and coital bleeding ("dyspareunia (painful sexual intercourse)with excessive bleeding") and was found to have weight increased ("weight gain"). In (B)(6)2011, the patient experienced rash ("rashes/ skin rashes") and urticaria ("hives breakouts/ hives"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required), genital haemorrhage ("gen. Abnormal bleed") and pelvic adhesions ("had massive adhesions"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6)2018. At the time of the report, the fallopian tube perforation, salpingitis, dysmenorrhoea, allergy to metals, tooth disorder, dyspareunia, fatigue, rash, weight increased, pelvic adhesions, coital bleeding and dysgeusia outcome was unknown and the genital haemorrhage, menorrhagia, vaginal haemorrhage, pelvic pain and urticaria had resolved. The reporter considered allergy to metals, coital bleeding, dysgeusia, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, menorrhagia, pelvic adhesions, pelvic pain, rash, salpingitis, tooth disorder, urticaria, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted as per pfs: insertion date: (B)(6)2010. Current weight as of (B)(6)2019: 218 lbs. Approximate weight at time of essure placement: 230 lbs diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.1 kg/sqm. Pathology test - on (B)(6)2018: final diagnosis: uterus, cervix, bilateral fallopian tubes: - cervix with reactive metaplastic changes and benign cysts. - proliferative phase endometrium. - myometrium with focal superficial adenomyosis. - serosa with mild fibrosis and extravasated blood with features of adhesion. - portion of right and left fallopian tube with mild chronic salpingitis and benign paratubal cysts. - foreign bodies (essure coils) seen in association with the fallopian tubes. - no evidence of malignancy. Gross description: the right and left fimbriated fallopian tubes are purple-grey slightly torturous with metallic clips embedded within the lumen.. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 31-jan-2020: pfs received : events "hives breakouts/ hives, metallic taste in mouth" added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tubes perforation\the right and left fimbriated fallopian tubes with metallic clips embedded within the lumen'), salpingitis ('right and left fallopian tube with mild chronic salpingitis') and genital haemorrhage ('gen. Abnormal bleed') in a 29-year-old female patient who had essure (batch no. 752414) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify -no". The patient's concurrent conditions included obesity and cramp in lower abdomen. Concomitant products included diphenhydramine hydrochloride (benadryl) since 2011 and ibuprofen since 2011. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmenorrhoea (cramping)"), menorrhagia ("menorrhagia/abnormal bleeding(menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and pelvic pain ("pain"), 18 days after insertion of essure. In (B)(6) 2010, the patient experienced allergy to metals ("nickel allergy"), tooth disorder ("dental problems"), dyspareunia ("dyspareunia(painful sexual intercourse)"), fatigue ("fatigue") and coital bleeding ("dyspareunia (painful sexual intercourse)with excessive bleeding") and was found to have weight increased ("weight gain"). In (B)(6) 2011, the patient experienced rash ("rashes/ skin rashes"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and pelvic adhesions ("had massive adhesions"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, salpingitis, genital haemorrhage, dysmenorrhoea, menorrhagia, vaginal haemorrhage, allergy to metals, tooth disorder, dyspareunia, fatigue, pelvic pain, rash, weight increased, pelvic adhesions and coital bleeding outcome was unknown. The reporter considered allergy to metals, coital bleeding, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, menorrhagia, pelvic adhesions, pelvic pain, rash, salpingitis, tooth disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted as per pfs: insertion date: (B)(6) 2010. Current weight as of (B)(6) 2019: 218 lbs. Approximate weight at time of essure placement: 230 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.1 kg/sqm. Pathology test - on (B)(6) 2018: final diagnosis: uterus, cervix, bilateral fallopian tubes: cervix with reactive metaplastic changes and benign cysts. Proliferative phase endometrium. Myometrium with focal superficial adenomyosis. Serosa with mild fibrosis and extravasated blood with features of adhesion. Portion of right and left fallopian tube with mild chronic salpingitis and benign paratubal cysts. Foreign bodies (essure coils) seen in association with the fallopian tubes. No evidence of malignancy. Gross description: the right and left fimbriated fallopian tubes are purple-grey slightly torturous with metallic clips embedded within the lumen. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-nov-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tubes perforation\the right and left fimbriated fallopian tubes with metallic clips embedded within the lumen'), salpingitis ('right and left fallopian tube with mild chronic salpingitis') and genital haemorrhage ('gen. Abnormal bleed') in a 29-year-old female patient who had essure (batch no. 752414) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify -no". The patient's concurrent conditions included obesity and cramp in lower abdomen. Concomitant products included diphenhydramine hydrochloride since 2011 and ibuprofen since 2011. On (B)(4) 2010, the patient had essure inserted. On (B)(4) 2010, the patient experienced dysmenorrhoea ("dysmenorrhoea (cramping)"), menorrhagia ("menorrhagia/abnormal bleeding(menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and pelvic pain ("pain"), 18 days after insertion of essure. In (B)(4) 2010, the patient experienced allergy to metals ("nickel allergy"), tooth disorder ("dental problems"), dyspareunia ("dyspareunia(painful sexual intercourse)"), fatigue ("fatigue") and coital bleeding ("dyspareunia (painful sexual intercourse)with excessive bleeding") and was found to have weight increased ("weight gain"). In (B)(4) 2011, the patient experienced rash ("rashes/ skin rashes"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and pelvic adhesions ("had massive adhesions"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(4) 2018. At the time of the report, the fallopian tube perforation, salpingitis, genital haemorrhage, dysmenorrhoea, menorrhagia, vaginal haemorrhage, allergy to metals, tooth disorder, dyspareunia, fatigue, pelvic pain, rash, weight increased, pelvic adhesions and coital bleeding outcome was unknown. The reporter considered allergy to metals, coital bleeding, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, menorrhagia, pelvic adhesions, pelvic pain, rash, salpingitis, tooth disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted as per pfs: insertion date: (B)(4) 2010. Current weight as of (B)(4) 2019: 218 lbs. Approximate weight at time of essure placement: 230 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.1 kg/sqm. Pathology test - on (B)(4) 2018: final diagnosis: uterus, cervix, bilateral fallopian tubes: - cervix with reactive metaplastic changes and benign cysts. - proliferative phase endometrium. - myometrium with focal superficial adenomyosis. - serosa with mild fibrosis and extravasated blood with features of adhesion. - portion of right and left fallopian tube with mild chronic salpingitis and benign paratubal cysts. - foreign bodies (essure coils) seen in association with the fallopian tubes. - no evidence of malignancy. Gross description: the right and left fimbriated fallopian tubes are purple-grey slightly torturous with metallic clips embedded within the lumen. Most recent follow-up information incorporated above includes: on 18-oct-2019: pfs & mr received. Events: abnormal bleeding (vaginal), nickel allergy, dental problems; dysmenorrhea(cramping), dyspareunia(painful sexual intercourse) with excessive bleeding, fatigue, pain, skin rashes, weight gain, had massive adhesions. Event added from mr: portion of right and left fallopian tube with mild chronic salpingitis. Lot number was added. Lab data and reporter's information was added. Concomitant drugs and conditions were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tubes perforation') and genital haemorrhage ('gen. Abnormal bleed') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify -no". On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhoea") and menorrhagia ("menorrhagia"). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, genital haemorrhage, dysmenorrhoea and menorrhagia outcome was unknown. The reporter considered dysmenorrhoea, fallopian tube perforation, genital haemorrhage and menorrhagia to be related to essure. Most recent follow-up information incorporated above includes: on 30-aug-2019: pfs received : case become incident. Unspecified event "injury to herself" was updated to more specific events : fallopian tube perforation, dysmenorrhea, genital haemorrhage, menorrhagia, device monitoring procedure not performed. Reporter added, patient demographic added, essure removal date added, product indication updated. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.